Event description:
A ventilator was returned to the manufacturer's service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation, during the evaluation, the root cause of the power management board failing was due to an open circuit (u3) caused by physical damage.